Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis. Internal inspection was performed and passed. An external inspection revealed the instrument has one severely bent grip, causing misalignment of the grip tips. There was a 1.83mm offset at the tips. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Additional observation(s)related to customer's complaint: the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be severely bent. Components adjacent to the dislodged molded insulator show damage which may indicate potential mishandling or misuse of the instrument. The grip tips are severely bent. The probable root cause can result from mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of a force bipolar instrument were broken. The procedure was completed with no reported injury.